Manufacturer narrative:
The insulin pump was returned for power system error, detailed trace analysis had confirmed power system error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace has confirmed the root cause is the non-sleep anomaly software error. No delivery error noted during testing. The insulin pump passed displacement test and self-test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received replace battery now alarm and power error alarm. The customer's blood glucose was 3.5 mmol/l at the time of incident. The customer stated they were asked to change infusion set and reservoir when the delivery error alarm occurred. The customer stated that the battery they were using was previously used. The customer was advised to use brand new or fully charged batteries to work effectively. The customer stated that the insulin pump was not dropped. The customer stated that there were no unattended alarms. The customer stated that the battery cap was not loose, cracked nor damaged. Explained that internal power source in the pump was unable to charge. The insulin pump will be replaced and will be returned for analysis.